Event description:
It was noted that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the verbatim: noted to be leaking at the filter are.a date of incident (yyyy-mm-dd): (B)(6) 2023. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Incident details: bd alaris pump infusion set tubing noted to be leaking at the filter area. Impact of incident: no apparent harm to patient noted. Who was affected? Patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.